Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a dog was implanted with cortex screw and k-wire for a condyle humeral fracture on (B)(6) 2012. It was reported the screw broke and the wire bent post-operatively. The dog was returned to the o.r. On (B)(6) 2013 for removal of hardware. The dog was revised with plate and screw construct. This is 1 of 2 reports for the same event.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative:this device used for treatment and not diagnosis. Product service: additional information. No product fault could be detected. Neither the article- nor the lot number of the screw and the wire were provided and based on the other received information it is impossible to determine the cause of this occurrence. We can only assume that any event during the healing process, like a fall or a jump, caused the breakage of the screw and the deformation of the wire. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was used for a veterinary procedure. Device was used as a veterinary product. Device is marketed for human use. Health professional is veterinary personnel. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.